Event description:
Per provider, leg rests were opened out of the box a couple weeks ago. Within a couple days, at the customer's residence, the metal piece that extends the lever broke off on the left side.

Manufacturer narrative:
No end user information provided. Serial number not available for front riggings. The product is expected to be returned. A follow-up will be sent if additional information is received.